Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: during investigation, the keypad was intact. The pump would not power on. The keypad button response was unable to be tested due to no power to the pump. Rust and corrosion was observed in the battery compartment. A leak test was performed and failed due to a leak in the audio bolus button. Unrelated to the original complaint, the pump was opened and evidence of moisture was found on the main printed circuit board. (B)(4).